Manufacturer narrative:
Exact date unknown, event occurred many years ago. Additional suspect medical device component involved in the event: product family: scs-paddle leads, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: 15495473.

Event description:
It was reported that the patient underwent an explant procedure due to an unknown reason. The explanted ipg and paddle lead were not returned. No further information has been obtained despite good faith efforts.